Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.